Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed compromised force sensor system during the basic occlusion test due to cracked end cap. The insulin pump also had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Customer is treating blood glucose levels with manual insulin injections. Customer stated drive support cap appears normal and recessed. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided 366 mg/dl of reporting. Nothing further reported.